Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) evaluated iabp unit and was able to reproduce the reported issue. The fse replaced the display and related label. While testing, and unrelated to the reported issue, the fse found that the blood back pipette was cloudy with a white substance suspected to be saline infiltration. This unrelated issue has been documented on a separate MDR. Subsequently, the fse completed all repairs then tested the iabp unit to factory specifications. All testing passed and the iabp unit was cleared for use and returned to the customer. A supplemental report will be submitted upon completion of our investigation. The full name of the event site in block e1 was shortened due to field character limit; the full name is: (B)(6).

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit's lcd had a defect running through it. There was no patient involvement, and no adverse event reported.

Event description:
N/a.